Event description:
Event occurred during the week of (B) (6) 2009. Customer reported tubing leaked after priming prior to loading it in the pump and attaching it to the patient. Set will not be returned as it was discarded.

Manufacturer narrative:
(B) (4). This report was filed by the MFR.